Event description:
The account alleges that the power cord plug's outer covering has been cut. No exposed wires were observed.

Manufacturer narrative:
The tech replaced the plug on the power cord, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.